Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillator/ECG electrodes and diagnosed as in vfib. According to the reporter, three (3) attempts were made to deliver 200 joules to the pt but no energy was transferred. This opinion is based on the statement by the reporter that no "thump" was heard from the device when the discharge buttons were pressed. The electrodes were removed and the device's hard paddles used twice to deliver 200 joules through gel pads to the pt. The reporter stated the pt "jumped" from the last two shocks. The pt was shocked into asystole and did not present a shockable rhythm for the remainder of the code. The reporter indicated the pt's death was not caused by or contributed to by the alleged device malfcuntion because the pt was not viable.